Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a closed reduction under anesthesia due to a traumatic dislocation.